Manufacturer narrative:
Actual sample discarded, customer will return unused retained samples for investigation. 10/08/2021: investigation attached is on retained samples by the manufacturer only. Customer did not return any samples.

Event description:
45 minutes after the start of dialysis, the patient describes having severe pain at the base of the neck, then quickly triggers swelling of the tongue and face. First manoeuvers were started. Patient place in a lateral decubitis position, dialysis treatment was stopped, oxygen was administered, and uas call for management. Patient passed away. With the clinical signs presented, they were unable to determine the cause of death. Death seemed to be the result of anaphylactic shock without dialysis circuit dm. Other disposables used: hemotech bloodline, lot lk76613r. Fresenius dialyzer xcordiax 80, lot c2xa18160. Bellco acid concentrates.

Manufacturer narrative:
Actual sample discarded, customer will return unused retained samples for investigation.

Event description:
45 minutes after the start of dialysis, the patient describes having severe pain at the base of the neck, then quickly triggers swelling of the tongue and face. First manoeuvers were started. Patient place in a lateral decubitis position, dialysis treatment was stopped, oxygen was administered, and uas call for management. Patient passed away. With the clinical signs presented, they were unable to determine the cause of death. Death seemed to be the result of anaphylactic shock without dialysis circuit dm. Other disposables used: hemotech bloodline, lot lk76613r. Fresenius dialyzer xcordiax 80, lot c2xa18160. Bellco acid concentrates.